Manufacturer narrative:
(B)(4).

Event description:
It was reported "the user was unable to fix the cath-gard to a swan-gantz catheter firmly; in spite that he/she locked the cath-gard, it was not fixed. Therefore, the psi kit was replaced with a new one to complete the procedure. No injury to the patient occurred." Additional information received states "the swan-gantz catheter migrated due to the cath-gard not being secure." There was no medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4) the customer returned one arrow cath-gard for analysis. No obvious signs of use were observed on the sample. Initial visual analysis did not reveal any defects or anomalies of any kind. After failing functional testing, it was noted that the distal and proximal housing units do not appear secure when locked onto a lab inventory 7.5fr catheter. The distal and proximal hubs were then disassembled to analyze the inner sleeve component. Visual and microscopic examination revealed narrowing along the middle of the extrusions from both sleeves. Additional microscopic examination of the ends of both sleeves revealed a small lip along the inner edge. This lip is only observed on one side of the sleeves. To accurately measure the inner diameter of the inner molded sleeve, the cath-gard hubs were disassembled. The inner diameter of the sleeve within the distal hub measured 0.116", which is within the s pecification limits of 0.110"-0.117" per the sleeve product drawing. The inner diameter of the sleeve within the proximal hub measured 0.1152", which is within the specification limits of 0.110"-0.117" per the sleeve product drawing. A lab inventory 7.5 swan-ganz (outer diameter measured 0.1025") was inserted through the returned cath-gard. The swan-ganz passed through the cath-gard with no issue. Testing of the locking mechanisms on the cath-gard distal and proximal housing units revealed slippage on both hubs. Performed per IFU statement, "insert tip of desired catheter through proximal end of catheter contamination shield. Advance catheter through tubing and hub at other end". Two additional tests were performed by inserting the sleeves over a 0.107" and 0.109" pin gage. When holding the pin gages vertically, the sleeves are intended to fall under their own weight. It was observed that distal sleeve passed both the 0.107" and 0.109" pin gage tests. The proximal sleeve passed the 0.107" pin gage test but failed the 0.109" pin gage test. The manufacturing site and r & d were contacted as part of this complaint issue. They agreed that further analysis is needed on the cath-gard. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number taken from the sales history data of the customer. No relevant findings were identified. The lidstock states, "psi kit for use with 7.5-8fr. Catheters". The IFU provided with the kit informs the user, "do not inflate balloon prior to insertion through catheter contamination shield to reduce the risk of balloon damage". The report that the cath-gard was not secure to the catheter body was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed that the cath-gard distal and proximal hubs are not secure to a lab inventory 7.5fr swan-ganz catheter. R & d and manufacturing have been consulted regarding investigations of this nature. They stated that various factors could contribute to the functional issue observed and the issue warrants further investigation. Based on these circumstances, the current root cause is undetermined. A non-conformance has been initiated to further investigate this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "the user was unable to fix the cath-gard to a swan-gantz catheter firmly; in spite that he/she locked the cath-gard, it was not fixed. Therefore, the psi kit was replaced with a new one to complete the procedure. No injury to the patient occurred." Additional information received states "the swan-gantz catheter migrated due to the cath-gard not being secure." There was no medical intervention required. The patient's current condition is reported as "fine".